Manufacturer narrative:
Manufacturing and inspection records were not reviewed because the batch number is unknown. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. No root cause determination can be made. Related to 3025141-2025-00254.

Event description:
Driver tip snapped while inserting a 2.3mm screw into plate during a procedure.